Manufacturer narrative:
(B)(4). The patient underwent the concurrent procedures of a total abdominal hysterectomy with bilateral salpingo-oophorectomy, cystotomy, and lysis of adhesions during mesh implantation. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence and dyspareunia. It was reported that the patient underwent I&d of vaginal wall lesion on (B)(6) 2012. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
It has been reported that the patient underwent mesh removal on (B)(6) 2009 due to mesh exposure.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to pelvic pain, ovarian cyst and sui.

Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.